Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) of the device at the subsidiary's service center, the srt observed a loose connection on a wire (B)(4). Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.